Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that the procedure was successful. Approximately four hours post-procedure, while the patient was in recovery, a pericardial effusion was noted. A pericardiocentesis was performed to drain the excess blood from the pericardial space. This intervention was successful. No other complications or patient injury were reported. It was further reported that a the patient became hypotensive 4-hours post-procedure, which led to the discovery of the pericardial effusion. A perforation was also seen. The patient was discharged (B)(6) 2018 and is doing well.

Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that the procedure was successful. Approximately four hours post-procedure, while the patient was in recovery, a pericardial effusion was noted. A pericardiocentesis was performed to drain the excess blood from the pericardial space. This intervention was successful. No other complications or patient injury were reported.